Manufacturer narrative:
Device passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Device communicated properly with glucose sensor simulator test. No unexpected calibration error or lost sensor alarm noted. Device alarmed low predicted alert and thresh suspend alert properly during testing. No audio/beep anomaly noted. Device functioned properly. No physical damage noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that her blood glucose was low. Customer's blood glucose was 49 mg/dl. Device did not go into threshold suspend. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.